Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported adriamycin was programmed for 10ml over the ordered volume to be infused (vtbi) to account for overfill. Upon completion, the infusion was alarming infusion complete, however the line from bag to patient was full of air. There was patient involvement however no harm.

Event description:
It was reported adriamycin was programmed for 10ml over the ordered volume to be infused (vtbi) to account for overfill. Upon completion, the infusion was alarming infusion complete, however the line from bag to patient was full of air. There was patient involvement however no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of pump module did not alarm air-in-line was not confirmed. The returned pump module was found to be detecting air-in-line within specification. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issue. Laboratory testing of the source pump module's air-in-line (ail) detection system confirmed that the device accurately detected both single and accumulated air boluses within specification. The suspect device triggered air-in-line and accumulated air alarms as designed and remained within performance specifications. The logs from the pump module were retrieved to determine the details of the reported event. However, the facility did not provide the date or time of the event. The associated pcu or its logs were not provided to bd; therefore, it was not possible to identify the drug programming. The pump module event log only has limited infusion details such as the rate, volume to be infused (vtbi), and alarm events. A review of the pump module error log did not reveal any errors that may have contributed to the reported event. A review of the pump module event log showed that during the second-to-last infusion-related activity, the unit was selected on (B)(6) 2025 at 10:05 am. An infusion was programmed with a rate of 142ml/hr and a volume to be infused (vtbi) of 85ml, and the infusion began that same minute at 10:05 am. At 10:31 am, an air in line alarm was recorded. Immediately after, the unit was selected again and the infusion was restarted; during the next minute (10:32 am), another air in line alarm was logged, and the unit was powered off following this event. The last infusion-related activity recorded occurred later that same day. The infusion began at 10:44 am with a programmed rate of 330ml/hr and a vtbi of 345ml. The infusion was completed at 11:47 am, after which the unit transitioned to keep vein open (kvo) with a rate of 10ml/hr and a vtbi of 0ml. The unit was then powered off at 11:50 am. The bd alaris technical service manual pcu/pump v12.1.2 states that when the accumulated air-in-line option is set to disable, the system alarms only for a single bubble larger than the configured threshold. When set to enable, the system alarms for a bubble exceeding the threshold or for multiple smaller bubbles that accumulate. The air-in-line detection threshold defines how much air can pass in a single bolus before triggering an alarm; the default value is 75 microliter, and it may be set to 500 microliters in anesthesia mode. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. There was patient involvement; however, no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported pump module did not alarm air-in-line was not confirmed. The returned pump module was fully evaluated, and no issues or anomalies were observed. The air in line (ail) sensor detection system was confirmed to be operating within specifications, and the device functioned correctly, alarming as expected. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.